Event description:
A 6f angio-seal evolution was successfully deployed at the conclusion of a peripheral intervention to treat a mesenteric bleed. After the procedure, the pt was transferred to the recovery and remained in the hosp due to his overall condition. Two days later, while the pt was still in the hosp, bleeding occurred at the access site and a large hematoma developed. It was confirmed that the pt had a pseudoaneurysm, which was repaired with surgical intervention. The pt remains in the hosp and is listed as stable.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.